Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the force bipolar instrument (B)(4) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the force bipolar instrument failed to release from tissue. Medical intervention may be required, in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure that one of the pulleys broke on the force bipolar instrument and it would not release the tissue. The customer stated that the instrument release kit (irk) would not work to release the instrument jaws, so the customer used another instrument on a different arm to open the jaws. The customer then removed the instrument and continued on with the case and finished with no other issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.